Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the pulmonary vein isolation procedure, a blood clot was observed after ablation of the right pulmonary vein was performed. The blood clot was removed with cloth and the procedure was completed without replacing the catheter with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to a blood clot. The image submitted with the returned device appears to show a blood-like substance on a white cloth. A blood-like substance was noted on the catheter shaft just proximal to electrode 1. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study indicated gradual increases in impedance during rf delivery in 47 ablation events throughout the study, and no temperature or power anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.